Event description:
It was reported by a patient advocate that this lead was "corroted". The exact lead is unknown. There are no plans of lead revision at this point. This lead remains in service. No additional adverse patient effects were reported.